Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain, intermittent to often"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder type of disorder") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and uterine cervix stenosis. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (da vinci laparoscopic total hysterectomy excision of peritoneal scar tissue) and surgery (novasure enedometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, autoimmune disorder, vaginal haemorrhage, menometrorrhagia, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, menometrorrhagia. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical record received .reporter added. Plaintiff demographic and concomitant condition added. Essure indication and removal date added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hypersensitivity and autoimmune disorder were added. Events onset date added and outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain, intermittent to often"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder type of disorder") in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adenomyosis and uterine cervix stenosis. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (da vinci laparoscopic total hysterectomy excision of peritoneal scar tissue) and surgery (novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, autoimmune disorder, vaginal haemorrhage, menometrorrhagia, dysmenorrhoea and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, menometrorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "she did not undergo essure confirmation test" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain, intermittent to often"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder type of disorder") in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adenomyosis and uterine cervix stenosis. Concomitant products included nsaid's since 2006 and paracetamol (acetaminophen) since 2006. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine cervix stenosis ("other injury or complications : cervical stenosis, status post previous endometrial ablation"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - condition : depression") and anxiety ("psychological or psychiatric problems - condition : mental anguish"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysteroscopic removal of essure device, total hysterectomy (uterus and cervix removed) and d & c) and surgery (novasure enedometrial ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menorrhagia, autoimmune disorder, vaginal haemorrhage, menometrorrhagia, hypersensitivity, depression, anxiety and uterine cervix stenosis outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, hypersensitivity, menometrorrhagia, menorrhagia, pelvic pain, uterine cervix stenosis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted - regarding date of removal mentioned as (B)(6) 2006 as mentioned in current follow up. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain, dysmenorrhea, menometrorrhagia. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received : new events depression, anxiety, cervical stenosis were added. Outcome of event dysmenorrhea was updated to recovering/resolving. Concomitant medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (cervical dilation,diagnostic hysteroscopy, dilation and curettage, and laparoscopic total hysterectomy). At the time of the report, the pelvic pain, menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.